Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient's ins was not working so they had it removed in august of 2018. No further complications were reported.